Event description:
The manufacturer's representative reported that during pump replacement, the catheter was found to be disconnected from the pump and appeared occluded. The hcp attempted to aspirate the inject dye, but was unsuccessful. The catheter was re-attached to the new pump. The old pump had been programmed to deliver dilaudid 10 mg/ml (daily dose not reported). No patient symptoms were reported.